Manufacturer narrative:
An event regarding a periprosthetic fracture and subsidence involving an exeter stem was reported. The event was confirmed following review of medical records by clinical consultant method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "rejected for medical review [....]- x-ray confirms periprosthetic fracture and subsidence; need additional information; primary and revision operative reports, clinical and past medical history." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided.. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Sales rep reported a revision surgery. It was reported that patient fell down and fractured hip (periprosthetic fracture). As reported: "a revision was done (B)(6)2019 because patient fell, its an emergency case. Last surgery was done in (B)(6)2013. Update: "fracture was at the femur. "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision surgery. It was reported that patient fell down and fractured hip (periprosthetic fracture). As reported: "a revision was done (B)(6) 2019 because patient fell, its an emergency case. Last surgery was done in (B)(6) 2013." Update: "fracture was at the femur".